Manufacturer narrative:
Section d4: primary UDI corrected. Section d5: operator of device corrected. Section g3: PMA # corrected. Manufacturer¿s investigation conclusion: the reported event of alarms not being audible was determined to be unrelated to the heartmate power module, serial number (B)(6) and has been addressed under the system controller investigation (MFR #: 2916596-2025-00246). Additional information indicated self-tests were performed after the event and were audible. Multiple attempts were made to obtain additional information regarding the exchange and return of any product; however, no additional information was provided and to date, no product has been received for further evaluation. The device history records were reviewed and the records reveals that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 21sep2021. The heartmate ii instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provided instruction on how to identify and resolve all system controller and power module alarms. This section also describes that all the system controller and power module alarm conditions are accompanied by a visual indicator and audio tone. The heartmate ii instruction for use section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. The heartmate ii instruction for use section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance of the power module. The heartmate ii patient handbook (rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms that were not audible while connected to the power module. Log files were submitted for review and captured a few low flow events between (B)(6) 2024 and (B)(6) 2024. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. Alarms were audible on the power module after the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.